Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) sensitivity was out of tolerance. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: sensitivity issue was confirmed. The external pulse generator (epg) was scrapped. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.